Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported by maude event report # (B)(4) that during an intracorporeal anastomosis attempt the device did not function properly and was difficult to remove. The anastomosis had to be re-performed using another ecs29 device to secure the anastomosis. The device is available for evaluation. Attempting to obtain additional information.

Manufacturer narrative:
(B)(4). Device not returned. The reporter of this event has not authorized release of contact information. No additional information available. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.